Manufacturer narrative:
The coupler devices involved in the incident were not returned for eval. A sterile retained sample from this lot was visually examined and tested for ring retention force (retention of rings in jaw). Both left and right rings well exceeded the minimum ring retention force. There was nothing nonconforming in the retained sample. According to the device history record, the devices met specification prior to market release. One hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.

Event description:
Same problem and reporter as the following MFR report numbers, but separate events: 2183620-2011-00040, 00044 00041 00045, 00043. During a breast flap reconstruction, upon attempting to close the coupler wing jaw assembly with the instrument turn knob, the physician reported the coupler slipped out of the jaw with very little touch or tension. This occurred with two each of 2.5, 3.0, and 3.5mm couplers (total: 6 devices). The vessel was reported to be properly everted over the pins and there was some slack available in the vessel, indicating the anastomosis was not tight. Two different vessels were attempted to be approximated. Physician kept moving proximal since the couplers were falling out and the vessel diameter increased proximally. Following six unsuccessful attempts to implant a coupler, the physician completed the anastomosis by hand-sewing. Pt's status was reported to be "fine" following procedure. Three days post-op, the flap was lost. Because no coupler was implanted, flap loss was not attributed to a coupler device.